Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inserter tip sheared off the holder while inserting the acetabular shell. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Cmp-(B)(4) this follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed.visual inspection determined that the hex bolt had fractured off. Lateral strike marks were observed on the knurl. No other anomalies were identified. Review of the device history records identified no deviations or anomalies that could contribute to the reported event. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.